Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed the displacement test, rewind and self test. Device received with all operating currents within specification and passed a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected e or a alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor error and button error and also had unspecified insulin pump error. The customer¿s blood glucose was unknown at the time of incident. The customer also stated that when they change the batteries, the insulin pump reject the new battery and it stop on the rewind. The insulin pump will not be returned for analysis.